Event description:
It was reported that the compressor shut off. There was no patient injury reported. (B)(4).

Manufacturer narrative:
More information regarding the event and the exchanged goods has been requested for investigation. A supplemental medwatch will be submitted when the investigation has been finalized.